Event description:
Report 18 of 18 it was reported while using bd vacutainer® pst¿ gel and lithium heparin 65 units, an unspecified number of tubes underfilled. A new tube was selected to complete the draw and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.a medical device type: jka d.2.b common device name: tubes, vials, systems, serum separators, blood collection there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k945952; k954592 investigation summary: bd received 3 photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 100 retained samples were inspected with no visible defects. Functional testing was performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.